Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the ipg would get hot and the patient was experiencing burning sensation at the pocket site. The patient underwent a pocket revision procedure wherein the ipg was replaced per physician&#38112;preference. The patient was doing well postoperatively.